Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Blood was observed on the adhesive pad and in the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding, bruising, or skin irritation at the infusion site. The exact cause of the reported bleeding, bruising, and skin irritation symptoms could not be determined. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 338 mg/dl while wearing the pod for more than 48 hours on the leg. There was irritation at the site. As treatment for hyperglycemia, a bolus was delivered and a new pod was applied. The patient's blood glucose history are as follows: (B)(6).